Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported the alleged meter inaccuracy issue began 2 weeks prior to him contacting lfs. The patient reported that he obtained inaccurate blood glucose results of ¿60 and 130 mg/dl¿ on the subject meter. The blood glucose tests were performed greater than 20 minutes apart, therefor the time difference between these readings exceeds lfs¿ criteria for a valid comparison. The patient reported that he manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management regimen in response to the alleged meter issue. The patient alleges that 8 hours after the meter issue began he developed symptoms of ¿shaking and weak¿, he reported that he self-treated the symptoms by consuming more food and drink. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.